Manufacturer narrative:
It was reported a patient had a retained piece of drain after removal. The patient underwent an exploratory laparotomy and right hemicolectomy with end ileostomy with three jackson pratt drains placed. The drains were removed over three consecutive days and patient was discharged home. The patient was readmitted for nausea and vomiting. While performing an abdominal CT scan the retained piece of drain was noted. Although the patient presented with an abdominal infection the physician did not believe the infection was caused by the drain. The physician expected the patient to be re-admitted for post-op complications and believes finding the drain was incidental. There were no complications when removing the drains and the nurse thought the drains were fully intact at removal. The surgeon who inserted the drains stated the drains were placed with ease and denied using any tools such as forceps to place the drains. Surgeon denied the possibility of drains being nicked with a scalpel during placement. The retained piece of drain remains with in the patient. It was reported the patient has multiple health conditions that need to be addressed prior to the removal of the drain, including chemotherapy. The physician does not believe the drain is complicating the patient's condition or causing discomfort and does not require emergent removal at this time. It is unknown what the time frame is for removal of the drain. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a surgical drain broke upon removal.